Manufacturer narrative:
The event occurred in canada. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 27818141, expiration date 01/31/2014). (B)(6).

Event description:
Customer received result of 1.8 mmol/l on the mobile system and a result of 4.1 mmol/l on the compact plus system within 10 minutes. On a different date customer received results of 6.1 mmol/l and 3.4 mmol/l on the mobile system and a result of 5.4 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.